Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, during deployment of a 26mm sapien 3 ultra resilia valve, the commander delivery system balloon ruptured due to pressing against a strut of the pre-existing valve. The rupture did not lead to any adverse event for the patient. The new valve was successfully implanted, with a mean gradient of 15mmhg post implant via tee. The delivery system was discarded.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. The complaint for balloon burst was unable to be confirmed as no device or imagery were provided for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manuals revealed no deficiencies. The complaint description states, "during deployment of a 26mm s3ur valve, the commander delivery system balloon ruptured due to pressing against a strut of the pre-existing valve". In addition, it was reported "it clearly caught a strut during inflation". It is possible the balloon may have interacted with the pre-existing valve upon inflation, contributing to a balloon burst. The balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure. However, physical interactions between the inflated balloon and any rigid characteristics associated with the pre-existing bioprosthesis could compromise the structure of the balloon wall through a number of failure mechanisms including puncture, local overstretching, open cell impingement, or stress concentration. As such, available information suggests that patient factors (pre-existing valve) likely contributed to the reported balloon burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.